Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received hardware low level failures alarm occurred third time during self test. The customer's blood glucose level was unknown. Customer also reported that the insulin pump had no delivery alarm and issue resolved by complete set change. Customer performed displacement verification test and the test was passed. The insulin pump will not be returned for analysis.